Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had intermittent power and there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-jun-2018 with the following findings: a review of the pump¿s black box and alarm history showed evidence of multiple unexplained pump reboot events. During investigation, the battery compartment was found to be cracked from the threads down to the case seal on the side. The returned battery cap was tightened then unscrewed ½ turn with no observed power loss. During testing, a call service 078 alarm was produced during the ez prime steps, which impeded further testing. Moisture was observed behind the display. A leak test was performed and a leak was identified in the battery compartment. The pump cover was opened and moisture corrosion was found on the printed circuit board. The original complaint of a power issue was unable to be fully investigated due to the call service 078 alarm.